Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. A follow-up MDR will be submitted upon completion of the investigation.

Event description:
It was reported that during an initial hip procedure, the strike plate from the broach handle broke off at the weld point. There was no harm or injury to the patient. A second broach handle was used to complete the surgery with no delays. Attempts have been made and additional information on the reported event is unavailable at this time.

Event description:
No additional event information to report at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Complaint sample was returned and evaluated against the reported event. Visual inspection confirmed the strike plate to be fractured from the handle body. The strike plate was not returned. Dings, scratches and scuffs were observed on the handle body and clamp handle. The mating features of the broach handle are worn consistently with multiple use instrument. DHR was reviewed and no discrepancies were found. The root cause is unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.